Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the screw came off of the device. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
During the visual inspection the securing screw at the end of the tightening screw was found to have broken off, allowing the entire device to be disassembled. Any physical impact to the device can cause product damage.

Event description:
It was reported that during a surgical procedure conducted at the user facility the tip of the screw came off of the device. No adverse consequences or procedural delays were reported with this event.